Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system, double (was). The transeptal puncture (tsp) was successfully performed and heparin was administered. After a pigtail catheter was inserted, transesophageal echocardiogram (tee) identified a thrombus on the pigtail catheter and was. The thrombus was aspirated into the was using a syringe on the side port of the was. Negative pressure was applied as the pigtail and was were removed from the patient with the captured thrombus. The laa closure procedure was aborted. No patient complications were reported.